Event description:
The pt has been having "trouble" with their vocal cords since initial implant surgery. The pt was seen by an otolarynogologist who diagnosed the pt with left vocal cord paralysis. The pt's family member indicated that the pt had an injection of the vocal cords and then developed trouble breathing and was sent to the emergency room. The pt was then admitted to the hospital and stayed overnight. Neurosurgeon indicated that the pt's voice is still hoarse; however, it sounds like the pt can adduct their cords.